Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the touchscreen was unresponsive. Customer's blood glucose level was 106 mg/dl. In addition, it was reported that an altitude alarm occurred. Customer declined to further troubleshoot with tandem technical support and continued using the pump for insulin therapy.